Event description:
Patient desaturating. Pressed increase oxygen button on ventilator with no improvement. Patient with decreased heart rate. Hand bagged patient and ventilator screen froze when patient placed back on ventilator. Ventilator changed out with no injury to patient.